Event description:
It was reported that the pulse generator exhibited high ventricular lead impedance in the bipolar configuration. After reprogramming the device to unipolar, measurements were within normal range.